Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced two low blood glucose (bg) levels on (B)(6) 2203, and (B)(6) 2023, of 49 mg/dl. The low bg cause on (B)(6) 2023, was not known. The suspected cause for the low bg on (B)(6) 2023, was due to the customer¿s personal profile requiring adjustments. The customer consumed carbohydrates to address both low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.